Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an "electrical" sensation down their arm. It was also reported that the right ventricular (rv) lead exhibited intermittent high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.